Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent dislodged from the delivery system. The target lesion was a calcified and tortuous portion of the 1st obtuse merginal (om) and circumflex (cx) coronary arteries. The lesion was predilated with a maverick balloon. While advancing a 2.5x12mm taxus express2 drug eluting stent the physician experienced stent delivery system the physician felt the stent got caught at the tip of the guide catheter and dislodged. The physician was unsuccessful at snaring the stent and it is felt the stent remains in the groin. The physician was unsuccessful at completing the procedure with another device and the procedure was ended. The pt condition was reported as fine.